Event description:
It was reported that the patient presented with a stroke six weeks post procedure. It was found that the coils (including subject device) migrated from the left internal carotid artery (ica) to the left middle cerebral artery (mca). It was also reported that the patient had stopped taking plavix on her own ten days prior to the event. Current patient condition is unk. Further follow up found that the patient had the same aneurysm treated four years prior.

Manufacturer narrative:
.